Manufacturer narrative:
Although it has been indicated that the device/packaging from the reported event will be returned to navilyst medical, to date, it has not been received. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
Upon the unpacking of a PICC device kit, it was noticed that the seal on the packaging was broken, thereby compromising the kit sterility. The product was not used and was to be returned to navilyst medical for evaluation. No patient injury or complications resulted.